Event description:
This study, patient underwent carotid stent implantation and during the index procedure, experienced hypotension with the symptoms of confusion, tongue deviation, and the inability to count to 10 on command. This is a a female patient with medical history including severe cardiac and carotid disease requiring open heart surgery and carotid revascularization, hyperlipidemia and staged cardiac valve surgery within 6 weeks of index procedure, severe aortic /mitral valve disease, history of smoking and hypertension. The patient meets the high-risk criteria of bilateral carotid artery occlusion, severe cardiac disease, and age > 75 years. The target lesion was left common carotid artery bifurcation described as moderately calcified, mildly tortuous, eccentric and 85% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. One precise stent was implanted without reported difficulties. Post stent deployment, and the angioguard in place, the patient experienced hypotension with the symptoms of confusion, inability to count to 10 on command and tongue deviation to the left. The hypotension was treated with IV medication and within in 10 minutes the symptoms had resolved. The neurological assessment was at baseline when the patient left the angio suite. The stent remains implanted and the angioguard was discarded at the facility, thus both device are unavailable for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report # 1016427-2008-00299.